Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope exhibited a bad image ¿ part of the ultrasound image was distorted. Unsure as to when the event occurred. There was no report of harm, injury or death.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g2, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: excessive broken elements on ultrasound image due to pink rubber of probe unit detached from distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.